Manufacturer narrative:
Investigation findings and investigation conclusions codes.

Manufacturer narrative:
H6: component code 515 added.

Event description:
On (B)(6) 2012, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. Non-gore bare metal stents (luminexx) were implanted to reline bilateral legs. During the procedure, a type ii endoleak was noted. The patient tolerated the procedure. On (B)(6) 2021, a proximal type I endoleak was suspected, so an aortic extender endoprosthesis was deployed to extend the device proximally.